Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft was attempted to be implanted in the patient for the endovascular treatment of an aortic dissection. It was reported that, during the index procedure, resistance was encountered when passing the delivery system through the right external iliac artery. While torqueing the device, it was discovered that the graft cover of the delivery system hand crumpled in a spiral manner and could not be advanced. The physician elected to use another endurant ii aui device and the procedure was completed. Per the physician, the cause of the event was unknown. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation results are: the event was confirmed; there was spiral twisting observed to the graft cover most likely from the user torquing the device when positioning difficulty was met. The root cause of the event could not be conclusively determined as no sizing information or films were returned. However, based on similar complaints, the root cause of the difficult to position event was most likely related to the patient¿s anatomy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: the right external iliac artery was 7 mm in diameter and the right iliac artery had tortuosity and calcification present.